Event description:
From our distributor we received on (B)(6) 2026 the following information regarding a catheter neurovent-pto (095008-001): "ptio2 didn't work (temp worked fine), they had an amplitude of 178 they tested the catheter directly on the neurosmart to determine that the catheter was the problem. They also took the time to clean all the connections, but it still wouldn't work. They changed the catheter; new catheter works fine."

Manufacturer narrative:
Manufacturer statement: after arrival of the catheter at the plant, it was checked if the serial number of the received catheter and the catheter described in the complaint form sent by the customer do match. The reported serial number and the serial number of the received catheter matched (product 095008- 001, sn: (B)(6)). It was further investigated if the microchip and the titanium housing shows any signs of mechanical damage. No damage on the silicone or the chip was found. The connector was opened and visually inspected to check if the pcb was exposed to moisture or a high pulling force. The pull loop of the thermistor wire and of the pressure chip were inserted into the catheter which indicates tensil stress. Additionally, the pins on the plug were checked and abnormalities were found. Additionally, the st-plug was checked. No fibre was visual on the inside of the plug. An initial checkup in air at room temperature was performed. During the checkup of the ptio2 measurement function in air no value could be displayed. Because the failure of ptio2 display, a tightness test was carried out to check whether the measuring window is sealed against air und liquids. Therefore, the catheter tip was immerged in water and a pressure of (310 +/-5 kpa) was applied from the side of the connector. If air bubbles are visible, the measuring window is leaking. In this investigation no air bubbles were found. A leakage can be excluded. Because of the signs of tensil stress and the facts that the fiber wasn´t visual inside of the st-plug, the o2 fiber was visual inspected. The 5f tube was opened and the o2 fiber was unusually able to be pulled out of the catheter tubing. During the inspection, it was determined that the fiber had come loose from the st connector which indicates mechanical manipulation caused by tensil stress. Due to the fact, that residual glue was visual at the fiber end confirms, that the o2-fiber was properly glued. Conclusion: the described error (failure of ptio2 value display) could be reconstructed under laboratory conditions. The cause of the described failure is caused by a disconnection of the fiber due to shearing of the fiber from the fiber optic connector caused by tensil stress. Due to the signs of mechanical manipulations (pull loops fully tightened, o2 fiber detached from st-connector) this complaint is handled as user error. The precautions and instructions according to section 6 of the instructions for use zwo-013 were not sufficiently observed. The manufacturing records of the catheter were checked and no abnormalities were found. A damage to the o2-fiber during the manufacturing process can be excluded.